Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the cysto nephro videoscope exhibited foreign objects inside the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign objects remained in the plastic distal end cover because the reprocessing could not be completed due to a leak failure. A definitive root cause of the foreign material remaining in the subject device could not be specified. The suggested event is detectable and preventable by handling device in accordance with the following: cyf-vh instruction manuals for cleaning, and the reprocessing procedures. Olympus will continue to monitor the field performance of this device.